Manufacturer narrative:
Event date is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was going to have a procedure on monday. The ins moved about a year ago, and had turned on its side. The patient also had multiple sclerosis (ms) in their spine and needed to have an MRI, so they were going to replace the lead.